Event description:
It was reported that the handpiece would not work during an unk procedure. Another handpiece was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Torn isolator, moisture ingress and impedance out of spec.the hand piece was returned within good visual condition. However, it was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted.